Event description:
It was reported that this patient had an elective procedure to explant the device due to a recent advisory. After the device was explanted it was noted that there was a pocket infection. No additional adverse events.